Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 16mmol/l with polydipsia and nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings were correct. It was discovered that the patient was not aware of the canceled bolus and there was an incorrect manual calculation of the dosage. The reporter stated that there was a change in medication and stress level. This report is being made due to the hyperglycemic event the patient experienced that resulted from the patient not being aware of cancelled bolus occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not being aware of cancelled bolus occurring).